Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he had been off the device for a while due to the device kept alarming no delivery alarms. Customer's blood glucose was 399 mg/dl. Customer was physically ill due to high blood glucose. During troubleshooting, customer was assisted in performing the self test, the test passed. Customer reran bolus and the device alarmed a no delivery alarm. Customer was advised to monitor the device. Customer will not be returning the device for analysis.